Event description:
It was reported that after the stent was deployed during a venous stent placement, a piece of the inner catheter broke off. They used a snare to pull out the piece of the broken catheter. There was no delay or additional procedure. No reported adverse effect to the patient.